Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the keypad did not work properly. The cause was identified to be a faulty keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the keypad did not work properly. No additional information is available.